Event description:
Additional review performed noting the injection date was after expiration date.

Event description:
Additional information reported symptoms has been resolved two months after date of onset.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional (hcp) reported that a patient experienced "late inflammation edema" after injection in an unspecified site with [unspecified] juvéderm® volift¿. Patient was treated with 20 mg of prednisolone and 20 mg of bilastine per day. Symptom has not been resolved so prednisolone was replaced with deflazacorte, ciprofloxacin, and lepicortinol, antibiotic therapy. Ultrasound performed noted "observed thickening of the two epidermal planes of the right malar region and in lesser a degree of the malar region on the left translating this to inflammatory process, very likely infectious."

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.